Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating shock impedance measurements that ranged from 61 ohms to high out-of-range measurements as high as 178 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported, and no interventions were performed at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).